Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-use testing the tube broke somewhere during priming and water leaked out. No adverse effects have been reported.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Three (3) photos were attached for evaluation. Picture, one shows the packaging and an l-70ni product. Picture two shows end female luer connector with a crack. Picture three shows a label of the product. One (1) unit of part number l-70ni was received without original package, in used condition. The sample was visually inspected, and crack was found in the female luer connector. The sample was functionally evaluated, and the unit failed leak test. The reported failure confirmed. No root cause determined that this complaint is not attributable to the manufacturing process. A notification was sent to the supplier to inform them about the broken luer failure mode. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.